Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and recaptured five (5) times before the physician decided to replace the closure device with a smaller size. After removing the 31mm wds the physician noted that there was a thrombus present attached to the recaptured closure device. A new 27mm wds was then used to successfully complete the procedure with the closure device implanted in the laa of the patient. The patient did not experience complications from this event and no intervention or treatment was performed.